Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 2 months 19 days post implant of this 30mm mitral bioprosthetic ring, the ring was explanted and replaced with a medtronic 25mm mitral bioprosthetic valve. The reason for the valve replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.